Event description:
The customer reported: "(B)(6) patient was put on cardiosave in cath lab and transferred to ICU. Pump functioning normally. Short time after pressure waveform was flat. Nurse tried flushing lumen and was unable to restore waveform. Unit remained pumping off ECG trigger. Nurse transferred patient and balloon to another cardiosave console. Flushed and restored waveform on second iabp. No adverse effect on patient and at time of reporting patient was doing well."

Manufacturer narrative:
The company representative was unable to duplicate the reported problem. The company representative verified fiber optic module functioning according to factory specifications with tester. All measurement parameters were within specifications. The iabp was tested and calibrated to factory specification. (B)(4).